Event description:
A submarine plus balloon catheter was used in the femoral artery for a dilatation of a previously placed stent which was calcified and restenosed. During the procedure, the balloon was inflated to a pressure of 12 atm and then burst. Upon removal, the physician noted that there may be pieces of the balloon and catheter missing and possibly remaining in the pt. Under fluoroscopy the physician noted what he believed to be the radiopaque marker bands of the catheter at the location of the lesion in the previously placed stent. An attempt was made to snare the material for approx 30 minutes, but it was not successful. The physician placed another stent over the material which was visible under fluoroscopy. The new stent was placed over the previously placed stent in the femoral artery. The procedure was completed and there were no further pt complications or issues noted.

Manufacturer narrative:
The eval of the returned catheter indicated that the distal portion of the balloon and shaft were missing from the device. Dilatation was inside the femoral vessel which had multiple previously placed stents and was also calcified and had restenosed.